Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient controller (pc) displayed the replace generator, generator has reached its end of service message. Patient was unable to recall when stimulation was lost as she was infrequently using the device. The implantable pulse generator (ipg) was explanted and replaced. Effective therapy was reestablished. It is unknown if the device prematurely depleted.